Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use of a disposable pressure transducer for an arterial line in a (B)(6) patient, leakage of saline solution was observed. It is unknown at this time the exact location of the leak or how much leaked. There was no consequence for the patient. The device was disconnected immediately. The product is available for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One single dpt kit was returned for examination. The reported event of leakage near the dpt housing was confirmed. Leakage was detected from the dpt flush device housing. Leakage occurred from a crack, approximately 0.19" in length, below the weld area of the flush device housing. No other visible damage or leakage was observed from the dpt kit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to use the system, to consider the potential benefits in relation to the possible complications. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used in intensive care units or operating rooms, where patients are closely monitored. In this instance, the device was used on a child, whose blood volume is much smaller than an adult and therefore cannot tolerate fluid loss as easily as an adult. There was no consequence to the patient in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The manufacturing investigation found that this event was due to a supplier non-conformance. The supplier was notified and implemented a tightened sampling plan. The incoming inspection is to conduct a visual inspection at the weld area of the cap. Based on the information and evidence provided to edwards, it can be concluded that the corrective actions implemented were effective.